Event description:
It is reported that the pt was revised due to the loosening of the femoral and patella components. During the revision it was discovered that the post on the articular surface had fractured.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.